Event description:
It was reported that the system had a keyboard error which comes up every morning and they have to reboot the system in order to correct the situation. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.